Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry with the device was lost while using the analyzer in the programmer application for threshold testing. It was noted that a message popped up but was not read before being dismissed. The application was closed and the reader was used to reestablish telemetry. The programmer remains in use. No patient complications have been reported as a result of this event.